Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device had caused redness, bedsore/pressure ulcer at the sensor attachment site ,patient's fore head. There was a request to investigate whether there has been a case of skin disorder occurred due to a fruit allergy, and whether symptoms can become severe enough to cause induration, and whether there have been any changes to the components of the electrode g el. There was patient injury.

Manufacturer narrative:
Additional information: g3, h3 correction: b5, e1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the device had caused bedsore, pressure ulcer at the sensor attachment site ,patient's forehead. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, the device caused redness and a bedsore/pressure ulcer at the sensor attachment site on the patient¿s forehead. A request was made to investigate whether there had been any cases of skin disorders occurring due to a fruit allergy, whether symptoms could become severe enough to cause induration, and whether there had been any changes to the components of the electrode gel. There was patient injury.